Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to broken motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.